Event description:
The iab was inserted into the pt on 3/6/98 at 2:01 p.m. And removed at 10:10 a.m. The iab did not malfunction. The pt had bleeding that was not severe and a pseudoaneurysm. (Event complications: bleeding/not severe/pseudoaneurysm - reported 7/28/98.) (Pt's current status: discharged- rpt'd 7/28/98.)